Event description:
A customer reported non-reproducible elevated troponin I results. Falsey elevated troponin I results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.